Event description:
The pt has an aicd. In 2001, pt had 2 episodes of vt with syncope and went to the ER. The aicd converted the pt each time. On device interrogation in the hosp, the battery life was found to be low. The pt came back in as an outpatient and had the old device explanted and a new device implanted without any difficulty. The device explanted was model# 1762. The implanted device has model# 1860.